Event description:
Customer reported the dpm 6/7 monitor displayed a low gas readings, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and suggested to the customer to exchange the unit's module. The customer declined to exchange.